Event description:
A customer reported experiencing occlusion alarms. The customer went to the emergency room (ER) with a blood glucose level above 600 mg/dl with high ketones. Elevated bg was addressed by manual insulin injection. Customer was treated with intravenous fluids of saline and insulin. The customer reverted to an alternate method of insulin therapy. Customer was released later the same day with the issue resolved and no permanent damage.